Manufacturer narrative:
Other, other text: additional information- no patient involvement.

Event description:
Additional information received: no patient involved.

Manufacturer narrative:
One medfusion pump was received with a crack on both front corners of the top case and also missing the battery. The event history log was unable to be accessed due to a power up problem. The power up process was conducted, but the pump was unable to power up. The main board with a low profile black panasonic cap was not operating as intended and will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a super cap error message. There was no reported adverse event.